Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillators (crt-d) exhibited high out of range shock impedance measurements greater than 200 ohms., on the right ventricular (rv) lead. Technical services (ts) confirmed this represents a sudden increase. Ts recommended reprogramming options. No adverse patient effects were reported. The device remains in service. Additional information was received that it is planned to evaluate the patient in six months. No adverse patient effects were reported. This device remains in service.